Event description:
Information received from the field does not address the patient's clinical status but notes a history of rising thresholds a nd exit block or possible dislodgement. The physician elected to leave the lead implanted and moniitor the patient regularly.